Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 10cm white tubing kinked extension kinks too often when did the incident occur? During use the material is so soft that the tubing often kinks and the infusion supply can be interrupted. This can lead to maximum risk to the patient, especially with circulatory support medication.

Manufacturer narrative:
Our quality engineer inspected the 4 unopened samples submitted for evaluation. The reported issue of tubing kinked was not confirmed upon inspection of the samples. Analysis of the samples showed that there were no damages or defects present on the returned samples. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.